Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis stage 1 in left eye one day post operation. On the second day post op condition progressed to stage 3 ((B)(6) 2013). Account reported there was no loss of best corrected visual abuity (bcva), that they increased the medrol dospak and a flap lift and rinse was performed. Patient complaint of blurry vision during her visit and was concerned.

Manufacturer narrative:
Device available for evaluation - yes. Concomitant medical products - alcon wavelight allegretto sn (B)(4). Initial reporter address: (B)(6). Placeholder.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.